Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(4) intermittently powers on autopulse platforms. The battery was tested in multiple autopulse platforms, and the same issue happened. The battery successfully charges in an autopulse multi-chemistry battery charger (mcc). No patient involvement.